Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer reported the occurrence of error messages e433 and e021. The subject device was not returned for evaluation. The lot number is unknown or missing and was not provided, however, the manufacturing and quality control review was performed for the last 24 months of production and there are no non-conformities or deviations regarding the described issues. The following below described what could have caused the phenomenon: cause . Error e433: error e433 is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action). Faulty foot switch (temporary error). Faulty foot switch (temporary error, faulty reed contact). Defective cable connection between hvps board and generator board (temporary or permanent error). Defective hvps board (permanent error). Defective generator board (permanent error). Error e021: error message e021 may occur if there is a contact problem between the embedded pc and the motherboard. In case of a repair, it is recommended to first check whether the embedded pc is completely inserted in its socket. If this is the case and the error message occurs more frequently or continues to occur, it is recommended to replace the motherboard. Any error messages that may appear are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. In general, the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the IFU (instruction for use) a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
During a call with tac (technical assistance center) support engineer, it was conveyed to the customer that the reported error e021 and e433 indicated as an internal hardware error. Tac suggested and recommended to send the device for evaluation and repair. To date, the subject device has not yet been received for evaluation. This report will be supplemented accordingly following investigations.

Event description:
It was reported that the device exhibited error e433 and e021 intermittently during an unknown procedure. No patient harm or injury reported due to the event. No user injury reported.